Manufacturer narrative:
Company comment: the serious event of swelling at implant site and the non-serious events of induration and pain at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is hypersensitivity reaction, potentially triggered by covid-19 exposure. Restylane-l and restylane contour were used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-nov-2023 by a physician assistant, which refers to a 32-year-old female patient. Additional information was also received on 17-nov-2023 from a consumer or other non-health professional. The patient had no known medical history or allergies. Concomitant medication included possibly unspecified birth control medication. No information about previous filler treatments has been provided. The patient had received unspecified covid-19 vaccine, possibly in 2021 but she never had covid-19. On (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, the patient received treatment with restylane-l (lot 21258) to lips and under eye area, restylane contour (lot 20444) to lips and mid cheek area and restylane lyft with lidocaine (lot 20948) to lateral cheek. The reporting hcp stated that the patient had received total 8 syringes of filler in her face over 6 months. The patient was injected with a total of 1.5 ml of restylane-l and restylane contour to lips, total 4 syringes of restylane lyft with lidocaine to lateral cheek area, 1.5 syringes of restylane-l to under eye area and 1 syringe of restylane contour to mid cheek. The reporting hcp had used a cannula to mid cheek area for restylane contour, but all other injections were performed using needle. The restylane-l was injected to under eye area/ restylane contour was injected to lips (off label use of device). On (B)(6) 2023, the patient received treatment with 58 units of dysport [botulinum toxin type a] to forehead, brows, glabella and crow's feet. The reporting hcp does not believe that the dysport caused any of the adverse effects and none of the areas injected with dysport had any swelling, hardness or tenderness. In (B)(6) 2023, the reporting hcp stated that the patient had visited a friend who became sick with suspected covid-19 but was never tested to confirm. On (B)(6) 2023, on day eight after being exposed to the sick friend, the patient experienced blew up/swelling (implant site swelling) on face everywhere the filler was injected. The patient also experienced some hardened areas (implant site induration) where the filler was injected and many of the areas felt tender (implant site pain), especially under eye. According to the reporting hcp, the patient never exhibited any symptoms of illness after being exposed to her sick friend, but believed that the adverse events were related to the possible covid exposure. The patient had also consumed a lot of alcohol during the visit and the patient typically did not consume any alcohol. On (B)(6) 2023, the reporting hcp had seen the patient in office, and she was placed on a 4 mg of medrol dosepak [methylprednisolone], but the patient's face flared up even more by the end of the day. The hcp sent the patient to urgent care where she was treated with an unspecified steroid injection and at that time, the hcp had placed the patient on a high dose of steroids 50 mg for 7 days and then tapered off the dose over the next 7 days for a total 14 days for steroid treatment. The patient was also started on clindamycin [clindamycin] 300 mg and ciprofloxacin [ciprofloxacin] 500 mg twice a day for two weeks. According to reporting hcp, the patient was nervous, hence they had dissolved the filler with a total of 34 vials of hylenex [vorhyaluronidase alfa] under ultrasound guidance over the course of 3 days starting from (B)(6) 2023 and all the symptoms were resolved after dissolving the filler around (B)(6) 2023. The patient still had some fillers under the left eye and in the lips but was not experiencing any issues. The patient was also undergoing an autoimmune work up to rule out any other issues. Outcome at the time of the report: blew up/swelling was recovered/resolved. Hardened areas was recovered/resolved. Tender was recovered/resolved. Restylane-l was injected to under eye area/restylane contour was injected to lips was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 28-nov-2023 from same reporter. Case was upgraded to serious. Events (implant site pain, induration and off label use of device) added. Concomitant medication, suspect device implant dates, location, volume, needle type, event onset date, outcome, reporter causality, lab data and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 15-nov-2023 by a physician assistant, which refers to a 32-year-old female patient. Additional information was also received on 17-nov-2023 from a consumer or other non-health professional. The patient had no known medical history or allergies. Concomitant medication included possibly unspecified birth control medication. No information about previous filler treatments has been provided. The patient had received unspecified covid-19 vaccine, possibly in 2021 but she never had covid-19. On (B)(6) 2023 the patient received treatment with restylane-l (lot 21258) to lips and under eye area, restylane contour (lot 20444) to lips and mid cheek area and restylane lyft with lidocaine (lot 20948) to lateral cheek. The reporting hcp stated that the patient had received total 8 syringes of filler in her face over 6 months. The patient was injected with a total of 1.5 ml of restylane-l and restylane contour to lips, total 4 syringes of restylane lyft with lidocaine to lateral cheek area, 1.5 syringes of restylane-l to under eye area and 1 syringe of restylane contour to mid cheek. The reporting hcp had used a cannula to mid cheek area for restylane contour, but all other injections were performed using needle. The restylane-l was injected to under eye area/ restylane contour was injected to lips (off label use of device). On (B)(6) 2023 the patient received treatment with 58 units of dysport [botulinum toxin type a] to forehead, brows, glabella and crow's feet. The reporting hcp does not believe that the dysport caused any of the adverse effects and none of the areas injected with dysport had any swelling, hardness or tenderness. In (B)(6) 2023 the reporting hcp stated that the patient had visited a friend who became sick with suspected covid-19 but was never tested to confirm. On (B)(6) 2023 on day eight after being exposed to the sick friend, the patient experienced blew up/swelling (implant site swelling) on face everywhere the filler was injected. The patient also experienced some hardened areas (implant site induration) where the filler was injected and many of the areas felt tender (implant site pain), especially under eye. According to the reporting hcp, the patient never exhibited any symptoms of illness after being exposed to her sick friend, but believed that the adverse events were related to the possible covid exposure. The patient had also consumed a lot of alcohol during the visit and the patient typically did not consume any alcohol. On (B)(6) 2023 the reporting hcp had seen the patient in office, and she was placed on a 4 mg of medrol dosepak [methylprednisolone], but the patient's face flared up even more by the end of the day. The hcp sent the patient to urgent care where she was treated with an unspecified steroid injection and at that time, the hcp had placed the patient on a high dose of steroids 50 mg for 7 days and then tapered off the dose over the next 7 days for a total 14 days for steroid treatment. The patient was also started on clindamycin [clindamycin] 300 mg and ciprofloxacin [ciprofloxacin] 500 mg twice a day for two weeks. According to reporting hcp, the patient was nervous, hence they had dissolved the filler with a total of 34 vials of hylenex [vorhyaluronidase alfa] under ultrasound guidance over the course of 3 days starting from (B)(6) 2023 and all the symptoms were resolved after dissolving the filler around (B)(6) 2023. The patient still had some fillers under the left eye and in the lips but was not experiencing any issues. The patient was also undergoing an autoimmune work up to rule out any other issues. Outcome at the time of the report: blew up/swelling was recovered/resolved. Hardened areas was recovered/resolved. Tender was recovered/resolved. Restylane-l was injected to under eye area/restylane contour was injected to lips was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 28-nov-2023 from same reporter. Case was upgraded to serious. Events (implant site pain, induration and off label use of device) added. Concomitant medication, suspect device implant dates, location, volume, needle type, event onset date, outcome, reporter causality, lab data and corrective treatment details were updated. V.2 batch record review results were received on 02-jan-2024.

Manufacturer narrative:
Company comment: the serious event of swelling at implant site and the non-serious events of induration and pain at implant site were considered expected and possibly related to the treatments. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is hypersensitivity reaction, potentially triggered by covid-19 exposure. Restylane-l and restylane contour were used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, this is the only post-marketing case reported for this lot number. A batch record review was performed. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.